Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient complained of swelling, pain and density in cheekbone area which was corrected with 1ml unspecified juvéderm® voluma¿ approximately 8 months prior. Treated with voltaren® gel, the following day the pain decreased but edema developed. Physician then prescribed tavanic®, an unspecified antihistamine, antibiotics, non steroidal anti-inflammatory drugs, hyaluronidase and dimexide solution (dimethylsulfoxide). Physician is unsure whether the injected product was unspecified juvéderm® voluma¿ or unspecified double phase filler, stating "I'm 90% sure it was juvéderm® voluma¿" symptoms resolved 10 days after onset.